Manufacturer narrative:
Physio-control received additional information from the customer. There was a patient associated with the reported event and the patient did not survive. The customer confirmed that the device use did not contribute to the patient outcome as a back up device was available to continue patient care. No further patient information is available. Patient fields in which information is not provided were intentionally left blank. Section b5 and h6 have been updated accordingly.

Event description:
A customer contacted physio-control to report that their device had logged an event code in its memory that is indicative of a device failure to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome as a back up device was available to continue patient care.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified that the error code was logged in the memory of the device; however, the issue could not be duplicated. After clearing the event code and performing other unrelated repairs, proper device operation through functional and performance testing. The device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
A customer contacted physio-control to report that their device had logged an event code in its memory that is indicative of a device failure to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The main key pad assembly has been replaced and discarded.

Event description:
A customer contacted physio-control to report that their device had logged an event code in its memory that is indicative of a device failure to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome as a back up device was available to continue patient care.